Event description:
A patient underwent treatment of a 95% stenosed, diffusely calcified right coronary artery lesion. The lesion was predilated, and the 3.5 x 8mm bx sonic stent was positioned within the lesion. The balloon was inflated to 8atm when the balloon ruptured. The stent delivery system was removed from the patient and the stent was expanded with a sprinter balloon at 12atm. There was no reported patient injury.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.